Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient¿s daughter-in-law contacted support to report an issue with the patient¿s solis pump and stated that the husband was performing a pump change the previous day when the device began making noises, started beeping, and then powered off completely, displaying a black screen. She was not home at the time of the incident but checked the pump the following day and confirmed that it did turn on. However, due to concerns about the device¿s reliability, the family prefers to replace the pump. The 75 yrs old female patient was infusing using a backup pump and was doing well. The reported product fault occurred while the device was in use with the patient. The issue did not cause or contribute to any patient or clinical injury.

Manufacturer narrative:
The device was not returned for analysis. Unable to confirm complaint due to the device not being returned. No event history log was provided. Based on the review of the information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.